Manufacturer narrative:
Patient identifier complete entry: sample ID (B)(6), sample ID (B)(6), sample ID (B)(6), and sample ID (B)(6). The complaint investigation for falsely decreased calcium and sodium results on the alinity c, serial number (B)(4), included a review of data provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The customer noticed liquid on the reactive carousel and found one of the wash nozzles, nozzle, c4, #1, #4, #5 (part number 7-205228-01), was obstructed and needed to be cleared, which resolved the issue. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely decreased calcium (ca) and sodium (na) results for several patients on an alinity c analyzer. The following data was provided (customer¿s reference range for ca is 8.4-10.4 mg/dl; customer¿s reference range for na is 135-145 mmol/l): sample ID (B)(6) initial ca result was 5.6, repeat was 10.2 mg/dl; initial na result was 132, repeat was 138 mmol/l sample ID (B)(6) initial ca result was 5.5, repeat on another analyzer was 9.8 mg/dl sample ID (B)(6) initial ca result was 7.0, repeat was 9.1 mg/dl. The patient was redrawn, and the result was 9.2 mg/dl sample ID a2(B)(6) 11941592 initial ca result was 7.6, patient was redrawn, and the result was 8.8 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
This follow up is submitted to populate field d10 concomitant medical products previously omitted.